Event description:
No new information.

Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the tip of a yukon navigated screw inserter fractured off intra-operatively and it is unknown if the fractured tip remains in the patient. It was further reported that the fractured tip did not appear on any x-rays. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.